Event description:
A laparoscopic grasping forceps was being used for a diagnostic laparosopy case. One of the metal jaws of the forceps reportedly broke off and remained in the abdominal cavity. The pt was consulted and elected to not have add'l surgery to remove the object.